Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok and up buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim with a red tint.

Event description:
A family member reported that the up arrow button has been hard to press and requires multiple presses to respond. The patient reportedly wore the pump in a pocket and did not clean the pump.